Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl with an unknown cause. Bg was treated with fruits and juice. Although requested, the customer could not upload pump data for review (reason not provided).